Event description:
It was reported that there was no liquid in the vial and the lens was dry. Reportedly, white powder was present in the packaging. The lens was not used and no other devices came in contact with the lens. There was no patient impact or medical intervention required. Reportedly, this event occurred with size lenses. This report refers to lens 6 of 6. Reference MDR# 1313525-2015-00968 for lens 1 of 6. Reference MDR# 1313525-2015-0069 for lens 2 of 6. Reference MDR# 1313525-2015-00970 for lens 3 of 6. Reference MDR# 1313525-2015-00971 for lens 4 of 6. Reference MDR# 1313525-2015-00972 for lens 5 of 6.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted, upon completion of the investigation.